Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and pump fell into a bucket of water. No harm requiring medical intervention was reported. The customer will discontinue using the device, and the customer will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the electronics, motor, force sensor, keypad flex tail, battery tube, internal battery and vibrator. No moisture damage on the keypad traces and keypad dome switches during visual inspection. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: fading serial number label, pillowing keypad overlay, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Pump received with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Pump expose to moisture confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.